Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the pump did not have any power on attempt to power on. The pump allegedly had a blank screen and no auditory or vibratory function when power on was attempted. The distributor did report that there was sound on battery insertion however. No further information is available. There was no reported adverse event associated with this complaint. This complaint is being reported because the complaint was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box history indicated normal usage alarms and warnings. There was no damage found to the battery compartment or battery cap. The pump was opened and display was found to be damaged. A test display was inserted and the pump was was found to successfully reboot up to the verify screen with the appropriate auditory and vibratory alarms.